Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-02263. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 19 days. Manufacturer's investigation conclusion: the pump remains implanted supporting the patient. The reported low flow alarms were confirmed through the evaluation of the submitted log file data; however, a specific cause for the low flow events could not be determined through this evaluation. Multiple attempts to obtain additional information regarding the event were issued to the customer and no additional information was provided. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient is currently at the hospital following a heartmate 3 implant. Low flow alarms were produced by the system controller, and the patient felt dizziness and lightheadedness. The manufacturer¿s technical services representative reviewed the submitted log file and revealed trajectories consistent with device thrombosis. Further information was requested, but not provided.